Event description:
Boston scientific received information that this patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to small amplitude morphology and oversensing; this was followed by a slow ventricular tachycardia (vt). Following that episode were two additional episodes; one event showed a self-terminating run of torsades, and the other was a torsades event that the device successfully terminated. It was thought that the inappropriate shock with subsequent slow vt may have propagated the torsades events; however, the physician did not think that was the case, and thought the episodes were related to the patient's general health condition and issues. Boston scientific technical services (ts) discussed evaluation and programming options and considerations related to the event. There were no adverse patient effects related to the events and no reprogramming was performed. This device system was explanted due to the patient's death several weeks after this event. There were no allegations that this observation caused or contributed to the patient's death.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load condition, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.